Manufacturer narrative:
MDR 3003442380-2024-00463 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set fell off during use. The issue occurred between (B)(4) 2024 with two similar types of infusion sets used for three hours. The blood glucose level of the patient at the time of event was 208 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.